Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection indicated that the coil delivery wire was kinked/bent. The main coil was stretched. The main coil broken/fracture. The suture is seen to be damaged. Functional inspection indicated that introducer sheath test failed due to friction detection when advancing coil through introducer sheath. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was returned for analysis and coil was found stretched and broken/fractured and the suture was damaged. In the case of this complaint, it is most likely that anatomical or procedural factors resulted to friction during advancement/retraction of the coil and causing the coil stretched, suture damaged and then break during manipulation. The event appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use. The ar (reported code) and aa (analyzed code) coil introducer sheath friction and main coil stretched, main coil suture damage &main coil broken/fractured during use will be assigned procedural factors. An assignable cause of handling damage will be assigned to the coil delivery wire kinked/bent as it is most likely that the delivery wire kinked due to handling of the device during use.

Event description:
Analysis of the returned device found that the main coil broken/fractured during use. There were no clinical consequences to the patient reported as a result of this event.